Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire of the right ventricular (rv) lead had failed to advance. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. A complete lead without a stylet was returned in one piece. The helix was retracted and clogged with blood/tissue. A stylet could not be fully inserted inside the lead due to blood found clogged in the inner coil. The cause of the reported event was isolated to the inner coil clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the right ventricular (rv) (lead). The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 : it was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the right ventricular (rv) (lead). The rv lead was removed and replaced. The patient was in stable condition.